Event description:
It was reported to philips that the device malfunctioned during a code. The patient was not harmed, however additional information is not available. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. No ECG monitoring strips or case event files were provided to philips for review. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.

Manufacturer narrative:
Device end of support life.